Event description:
Implant date: 01/27/1993. Patient complained of pain. Revision surgery on 06/29/1993 to extend rod to l3. During the recovery period, patient re-injured back on a fall. Revision surgery again on 01/04/1994 to extend the construct up one level. At this time it was found that the bone screw at l3 was loose. During recovery period, patient complained of pain and again re-injured back in another fall. Revision surgery on 08/22/1995 to extend the level of the construct up one level. At this time it was noted that the existing hardware was all fixed. Surgeon replaced part of the hardware. At the time of this report, the implants have not been reported to have been explanted.